Manufacturer narrative:
Additional information was received that the patient was experiencing pocket irritation during heating. The patient's pocket irritation was reportedly doing well after lidoderm patches was prescribed.

Event description:
A report was received that the patient was experiencing heating at the pocket site. Database analysis revealed no anomalies. The physician prescribed lidoderm patches for the pocket irritation.

Event description:
A report was received that the patient was experiencing heating at the pocket site. Database analysis revealed no anomalies. The physician prescribed lidoderm patches for the pocket irritation.

Event description:
A report was received that the patient was experiencing heating at the pocket site. Database analysis revealed no anomalies. The physician prescribed lidoderm patches for the pocket irritation.

Manufacturer narrative:
.